Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient reported falling on (B)(6) 2022. On (B)(6) 2022, interrogation of the pacemaker and right ventricular (rv) lead, revealed a lead safety switch, caused by high, out of range pacing impedance (greater than 3,000 ohms) and loss of capture in bipolar settings. In unipolar settings, measurements are within normal range. The physician could not rule out if the loss of capture was what caused the patient to fall. The physician suspected a rv lead conductor fracture. Surgical intervention was performed, and the rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported.